Event description:
As reported to customer relations via phone conversation "the stent was loaded onto the introducer and the introducer was in place. The physician deployed and the stent and the guiding catheter snapped at the location of the luer lock handle. Then, when the tech grabbed onto the guiding catheter (that was still remaining) this snapped as well thus, the physician got the stent really close to the distal end of the scope and then it was deployed." Lab eval complete (B)(6) 2022: visual inspection: kinks approx. 0.7cm and 2cm from the end of the guiding catheter. Multiple kinks/stretches approx. 5cm, 15cm and 19cm respectively from the hub on the pushing catheter. Functional inspection: 0.035" wire guide does not pass through the kinks. Additional information received on: 23-jun-2022: the wire guide diameter was .025in and the working channel was 4.2mm. Did any unintended section of the device remain inside the patient¿s body? - no. · please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - no. · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - no. Has the complainant reported that the product caused or contributed to the adverse effects? - no. · please specify adverse effects and provide details. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement - (a combo of device placement and removal) device removal - (a combo of device placement and removal) observation prior to patient contact 2.1.2 what was the target location for the stent? - distal common bile duct 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - humidity controled procedure / storage room. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* - pre-loaded, g55815-metro tracer direct. 2.1.5 was the wire guide lubricated prior to use? - yes with water. 2.1.6 *was the wire guide inspected for damage prior to use? - yes and there was no damage. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? - yes and there was no damage 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? -there was a balloon dilation performed if yes, please indicate the procedure performed. - see above. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? - no. 2.1.10 * if not with the device in question, how was the procedure finished?* - see event description above. 2.1.11 what intervention (if any) was required? - none. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - n/a. 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? -no. If yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? - no. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus tjf-q190v. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? - yes it does. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - billiary duct if other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? No. 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? - n/a. 2.2.7 how did the physician determine the length of the stent to be used for the procedure? - used the flouroscopy image 2.2.8 where was the stricture located in the duct? - distal common bile duct 2.2.9 *was the stricture dilated prior to placing the device?* - yes. If so, please indicate what device(s) were used. - 8mm quantum billiary dilation balloon 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? - no. 2.2.11 after placement, was stent position verified? - yes. If yes, please describe how. - via flourscopy and the endoview 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. - it was being placed. 2.2.13 did any section of the device detach inside the endoscope or patient? - no. If yes, please specify what section of the device broke off: - n/a. 2.2.14 please indicate whether the device broke in the endoscope or in the patient. - broke inside the endoscope. 2.2.15 was the broken device retrieved? - the introducer was successfully removed if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): - the introducer was removed (additional device were not used) 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) - no. If yes, please indicate what modifications were made: - n/a. 2.2.17 please indicate why the modifications were necessary. - n/a. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. - nothing. 2.2.19 did the patient require any additional procedures as a result of this event? - no. 2.2.20 what intervention (if any) was required? - n/a. 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - n/a 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? - see above if yes, please specify what was observed and where on the device it was observed. - n/a. Additional questions: 1. Please confirm the diameter size (inch) of the wire guide used? - the wire guide diameter was .025in . 2. Please confirm the diameter size (mm) of the working channel endoscope used? - the working channel was 4.2mm.

Manufacturer narrative:
Device evaluation: the oa-8.5 device of lot number c1903503 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2022. On evaluation of the device kinks noted approx. 0.7cm and 2cm from the end of the guiding catheter. Multiple kinks/stretches approx. 5cm, 15cm and 19cm respectively from the hub on the pushing catheter. 0.035" wire guide does not pass through the kinks. Document review: prior to distribution oa-8.5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-8.5 of lot number c1903503 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1903503. It should be noted that the instructions for use (ifu0096) states the following: ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of a user error situation was identified from the available information. Per the customer input it¿s noted a 0.025¿ wire guide was used for the procedure. The labelling on the device indicates that a 0.035-inch wire guide should be used. A precaution included in instructions for use, states " refer to packaging label for minimum channel size required for this device." And all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ is used therefore if a 0.025¿ wire guide was used this may have contributed to the event. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.